Event description:
It was reported the patient is experiencing pain due to two lumps around the lead sites. As a result, surgical intervention was undertaken on (B)(6) 2015 during which time the physician removed the anchors from around the leads which resolved the issue.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.